Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer treated with insulin drip. Customer's blood glucose value was 200 mg/dl at the time of the call. The customer was admitted to davis memorial hospital on (B)(6) 2017 for hyperglycemia and diabetic ketoacidosis. Customer reported that the high blood glucose levels began about a month ago. Troubleshooting was performed. The drive support cap appeared normal. The device settings were correct. The customer states the insulin pump has alarmed no delivery. The product will not be returned for analysis.